Event description:
It was reported that a female patient, 62 yo, who had an initial right shoulder implant procedure on (B)(6) 2018, had a rotator cuff that deteriorated over time. The surgeon elected to convert her to a rtsa approximately 4 years 2 months post the initial implant procedure to improve stability and rom. Patient was last known to be in stable condition following the event. No devices are returning due to hospital policy. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for rotator cuff deterioration cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Concomitants: 310-01-47 equinoxe, humeral head short, 47mm (beta) k042021, 300-10-15 equinoxe replicator plate 1.5mm o/s k042021, 300-20-02 equinox square torque define screw drive kit k042021, device evaluated by MFR: no device returning due to hospital policy.